Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 519mg/dl. The caller stated that the customer was throwing up, had diarrhea, high fever, and puffy face. The caller mentioned that most of the issues are due to problems with kidney transplant and fever she gets often. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.